Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device. The returned ¿second generation¿ instrument shows no marks on its moving parts, which indicates a very limited use of the device. No screws are loose or missing. No other damages have been identified on the device. The ¿second generation¿ instrument was inspected of its functionality and an application test with three implants was performed. All three implants could be tensioned and cut as per the design intent. The trigger of the instrument for tensioning the implant did not always function freely and did not returned to its indented resting position. This has also an influence on the opening angle of the cam-clamp component of the instrument which must open far enough to receive the next or new implant for tensioning and/or cutting. It was found that the returned instrument had not been lubricated as per the instructions provided by the manufacturer. After the lubrication by the investigator of the instrument the function of the instrument was fully restored. The root cause of this functional issue is related to the not preformed lubrication of the device by the end user. No design related issues could be identified by product development. The product development investigation of the second generations instrument is closed as invalid. The complaint condition is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the application instrument for sternal zipfix was not tightening all the way during surgery. There was no delay in surgery and no patient harm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records was requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifying information is not available for reporting. Additional manufacture date is november 19, 2013. Device history review: manufacturing location: (B)(4) - manufacturing date: november 14, 2013 - no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service history review: lot 8668469 - no service history review can be performed as this is a lot controlled item. The manufacture date of this item is november 19, 2013. The source of the manufacture date is the release to warehouse date. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.